Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following flap creation, a button hole was noted near the periphery of the right eye flap. The flap was lifted. The physician chose to complete the excimer treatment and replaced the flap down without incident. There was no indication during laser treatment that the device contributed to injury.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).